Event description:
A ((B)(4) - pratt channel drain) closed wound drainage system was placed in the pt during surgery. While attempting to remove the drain, the drain broke and the distal end of the drain remained in the pt. The pt was taken back to the operating room and the remaining portion of the drain was removed.

Manufacturer narrative:
Investigation results: we received the drain sample for investigation. The drain is composed of a fluted white part that is inserted into the pt and a clear tube. These two parts are joined by a silicone hub, which is glued to both parts. The failed sample was torn at the tube approx 11mm from the hub. The non-smooth shape of the tear surface show that there was an external damage at that point, possibly the drain was sewed. Also, the tear location, in the tube, is not a typical location for breaking - from our experience in tensile tests of the product, the weak area is the bonding of the hub to one of the two main parts. Root cause: external damage to the drain - it was nicked or sewed at the breaking point. No correction action required.